Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the rubber encasing of the cable connector coming loose from mobile power unit (mpu) was confirmed. The mobile power unit, serial (B)(6), was returned to the service center for evaluation. Visual inspection of the exchanged patient cable confirmed a loose rubber encasing on the patient cable connector. The patient cable was connected to a test system controller and mpu without any alarm. The patient cable was replaced without any issue. The returned unit underwent functional testing and preventative maintenance without any issue. The unit was returned to the customer. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 27nov2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (german) (rev. C) section 3 entitled ¿powering the system¿ and heartmate ii patient handbook (german) (rev. C) section 3 entitled ¿powering the system¿ addresses the user to inspect the mobile power unit for dents, chips, cracks, or other signs of damage and not to use a mobile power unit that appears damaged. Heartmate iii instructions for use (german) (rev. B) section 8-¿equipment storage and care¿ and heartmate iii patient handbook (german) (rev. G) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the mobile power unit. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cable rubber housing at the connector was loose.